Event description:
This report is for a 4.5mm ti occipital screw 4mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 10/25/2019: this report is for one (1) unk - screws: spine-us.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary background. The occipito synapse system was used for a surgical procedure for cervical occipito fixation. There were no inconveniences for cervical fixation. At the time of performing occipucio fixation, through proper and reviewed technique by the medical team, it is not possible to carry out the fixation, the screws were not fixed, probably due to lack of edge of the male used. It was necessary to perform 11 perforations in the patient's skull, without achieving success with the technique described. Finally, the surgeon used screws of less diameter, achieved adequate drilling to finalize the fixation. The surgery lasted approximately 10 hours. This procedure does not last more than 5 hours. Concomitant device reported: unknown occipital plate (part# unknown, lot# unknown, quantity unknown) unknown rod (part# 04.161.030 , lot# unknown, quantity 2). This complaint involves ten (10) devices. Customer quality investigation: the screw was not returned, and the investigation will be completed based on the supplied images from the attachments (1 image from the attachment located in notes & attachments section of the product complaint). The image was reviewed, and the complaint condition could not be confirmed as the image did not provide enough clarity to show any issues with the screw. It was not possible to ID the screw since the part number or lot number was not pictured. As the screw was not identified/returned, dimensional, material or drawing reviews are not applicable. Conclusion no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: kwp, mnh, mni. Complainant part is not expected to be returned for manufacturer review / investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the occipito synapse system was used for a surgical procedure for cervical occipito fixation on (B)(6) 2019. There were no inconveniences for cervical fixation. However, at the time of performing occipucio fixation, through proper and reviewed technique by the medical team, it was not possible to carry out the fixation. The screws were not fixed, probably due to lack of edge of the male used. It was necessary to perform 11 perforations in the patient's skull, without achieving success with the technique described. An adequate perforation is not achieved, making the placement of the occipital screws impossible. Surgeon also tried with the male in cardan but the procedure was also not successful, because the doctor does not accommodate the angle of the instruments. Finally, the surgeon used screws of less diameter, achieved adequate drilling to finalize the fixation. The surgery lasted approximately 10 hours. This procedure does not last more than 5 hours. Patient outcome was reported as stable. Concomitant device reported: unknown occipital plate (part # unknown, lot # unknown, quantity unknown), unknown rod (part # 04.161.030 , lot # unknown, quantity 2). This report is for one (1) 4.5 mm ti occipital screw 4 mm. This is report 2 of 10 for complaint (B)(4).